Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for occipital neuralgia and spinal pain. It was reported that the patient was having long recharger times and wasn't using their device as much, so the ins was explanted on (B)(6) 2019. The confirmed that the ins would not be returned for analysis because the patient wanted to keep the ins as a "trophy". No symptoms were reported. No further complications were reported or anticipated.